Manufacturer narrative:
This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated. Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms and non-capture. There were also stored episodes of noise. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead was later explanted and replaced due to an issue with the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms and non-capture. There were also stored episodes of noise. No adverse patient effects were reported. The lead remains in service.